Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Associated products; battery / (B)(4) / model #1650 / UDI#: (B)(4), device available for evaluation: yes, device mfg. Date: 05/31/2017, labeled for single use: yes. Battery / (B)(4) / model #1650 / UDI#: (B)(4), device available for evaluation: yes, device mfg. Date: 12/31/2015, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing power switching events. The patient reported continued intermittent beeping from the controller without changing power sources. Preliminary log file analysis revealed a controller power-up, indicating a loss of power to the controller. The site further reported that the patient did not hear a continuous audible tone associated with the controller power up and pump start noted in the log files to have occurred on (B)(6) 2018 during a double power disconnect. The devices were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller ((B)(6)) and two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. The controller's "no power" alarm functioned as expected when both power sources were disconnected from the controller. Analysis of the internal controller log files verified that there were no muted alarms at the time of the reported event. Therefore, the reported failure of the ¿no power¿ alarm could not be confirmed. Visual inspection of (B)(6) revealed cracks around the connector at controller power port 1. This is an additional observation not related to the reported event. Cracks around connectors are currently being investigated. Log file analysis revealed that the controller, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(6). There were several additional instances of momentary disconnections which did not result in power switching events involving (B)(6). Momentary disconnections will result in an audible tone. As a result, the reported power switching and "intermittent beeping" events were confirmed. Log file analysis also revealed one controller power up event on (B)(6) 2018 at 18:18:34, followed by a motor start event at 18:18:41. The data point prior to the controller power up event, at 18:15:39, revealed that (B)(6) was connected to power port 1 with 89% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 79% relative state of charge (rsoc). The data point after the controller power up event, at 18:19:09, revealed that the controller was connected to (B)(6) on power port 1 with 89% rsoc and (B)(6) on power port 2 with 96% rsoc. The maximum pump off time was approximately 3 minutes and 2 seconds. As a result, the reported loss of power was confirmed. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources as d escribed in the event details, given that at least one power source connected prior to the loss of power was replaced. The most likely root cause of the reported power switching and intermittent beeping can be attributed to momentary disconnections between the con troller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (B)(4) and two batteries (bat309354, bat554818) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the controller passed functional testing. The controller's "no power" alarm functioned as expected when both power sources were disconnected from the controller. Visual inspection under 10x magnification revealed hairline cracks around power port 1 and power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. An investigation under CAPA pr00381374 was opened to investigate cracks observed on pioneer 2.0, in the area surrounding the power port connectors. Analysis of the internal controller log files verified that there were no muted alarms at the time of the reported event. Furthermore, internal logs revealed that the internal battery was charged prior to the loss of power. This suggests that the "no power" alarm likely sounded when the controller lost power. Therefore, the reported failure of the ¿no power¿ alarm could not be confirmed. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat309354. There were several additional instances of momentary disconnections which did not result in power switching events involving bat309354 and bat554818. Momentary disconnections will result in an audible tone. As a result, the reported power switching and "intermittent beeping" events were confirmed. Log file analysis also revealed one controller power up event on (B)(6) 2018 at 18:18:34, followed by a motor start event at 18:18:41. The data point prior to the controller power up event, at 18:15:39, revealed that bat311899 was connected to power port 1 with 89% relative state of charge (rsoc) and bat309354 was connected to power port 2 with 79% relative state of charge (rsoc). The data point after the controller power up event, at 18:19:09, revealed that the controller was connected to bat311899 on power port 1 with 89% rsoc and bat306360 on power port 2 with 96% rsoc. The controller was without power for 15 seconds. Based on log file analysis, the reported loss of power was confirmed. A possible root cause of the reported lack of a "no power" alarm can be attributed to the patient not realizing that the alarm that sounded was the "no power" alarm, given that the controller quickly restarted. The most likely root cause of the reported power switching and intermittent beeping can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. There is an internal investigation to capture events involving the controller losing power and an internal investigation for momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h5, h6. Product event summary: one (1) controller (B)(6) and two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller (B)(6) revealed that the device passed functional testing. The controller's "no power" alarm functioned as expected when both power sources were disconnected from the controller. Analysis of the internal controller log files verified that there were no muted alarms at the time of the reported event. Furthermore, internal logs revealed that the internal battery was charged prior to the loss of power. This suggests that the "no power" alarm likely sounded when the controller lost power. Therefore, the reported failure of the ¿no power¿ alarm could not be confirmed. Visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple power switching events due to momentary disconnections involving (B)(6) and several momentary disconnections that did not result in power switching involving (B)(6). Momentary disconnection will result in an audible tone or ¿beep.¿ as a result, the reported power switching and "intermittent beeping" events were confirmed. Analysis of the event log files revealed one (1) controller power-up event on (B)(6) 2018 at 18:18:34. The data point logged prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 89% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 79% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. The no-power alarm was verified to be working as expected during the time of the reported event. Based on log file analysis, the reported loss of power was confirmed. A possible root cause of the reported lack of a "no power" alarm can be attributed to the patient not realizing that the alarm that sounded was the "no power" alarm, given that the controller quickly restarted. The most likely root cause of the reported power switching and intermittent beeping can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. There are internal investigations to capture events involving the controller losing power and to investigate momentary disconnections. Additional products: d4: battery / (B)(6). D4: expiration date: 31-may-2018 d10: device available for evaluation: yes, 2018-06-06 h3: yes h5: no h6: patient code(s): c50675 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: battery / (B)(6). D4: expiration date: 31-dec-2016 d10: device available for evaluation: yes, 2018-06-06 h3: yes h5: no h6: patient code(s): c50675 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicates there was loss of power for six days after the initial reported event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the returned controller failed visual testing and passed functional testing. The returned batteries passed visual and functional testing. Other devices involves in this event: brand name: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.